Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 16mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks on several locations of the hypotube shaft. A hypotube break was found 25.7cm distal to the distal strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 16-apr-2019. It was reported that shaft kink occurred. Vascular access was obtained via the right radial artery. The target lesion was located in the severely calcified left anterior descending artery. A 3.00 x 16mm synergy drug-eluting stent was advanced for treatment. However, it was noted that the shaft was compressed or bent. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and patient's status was stable. However, returned device analysis revealed a hypotube break.